Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. The customer was unsure how the pump time became inaccurate. In addition, it was reported that an auto-off alarm occurred. Tandem technical support educated the customer on the auto-off safety feature. Customer's blood glucose level was 288 mg/dl.